Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the device would not boot and noted that hard drive health was at 99% and the hard drive was replaced as a preventive measure. It was also reimaged and the software reconfigured and reloaded. It passed all functional and systems testing. (B)(4).

Event description:
It was reported that the programmer would not boot during a maintenance check; a different programmer was used. Initial analysis noted that the hard disk health was at ninety-nine percent, so the programmer was replaced as a preventive measure. The programmer has been returned for repair. It was also requested that the software be reloaded and that the programmer be tested. No patient complications have been reported as a result of this event.